Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged pump error 53/35 alarm found on jul 31, 2021. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected pump error 53/35 alarm noted during testing. Successfully downloaded history files and traces using thump. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No pump error 35 alarm found in the history files or traces. However, 3 software error (53) faults are recorded in history. Only 1 of them is covered by detailed traces. File and line numbers are invalid, which is typical for bum faults. "Possible hw issue. Motor passed the motor test outside of the device. Force sensor zero offset within specification (22.9mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the insulin pump case noted. Pump error 35 alarm not confirmed. Pump error 53 alarm due to hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer also reporting that insulin pump had software error detected alarm and the alarm able to clear. Customer was able to complete insulin pump rewind. Customer stated that they program a 0.2 unit fill cannula into the air and determine delivery was not completed. No harm requiring medical intervention was reported. The device will not be returned for analysis.